Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary station was down. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was experiencing a black screen issue due to a fault originating from auxiliary drawer 5. A field service engineer isolated the issue by sequentially reconnecting each auxiliary drawer and identified drawer 5 as the source. The field service engineer replaced the drawer¿s controller board, retractor band, and pyxis module controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.